Event description:
The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose was 300 mg/dl. The customer was showing a symptoms of nausea. The customer was treated with injections. The customer was advised the 2 high blood glucose rule. The customer was assisted with performing high pressure test. The test failed. The customer was advised to revert to backup plan until the device replacement arrive. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.